Event description:
On 09-may-2024, the following information was provided by the patient's family member: the patient allegedly underwent an amputation and would be hospitalized for 30 days. She reported activ.a.c.¿ ion progress¿ remote therapy monitoring system was no longer needed. On 17-may-2024, the following information was provided by the physician: a partial amputation was performed. V.a.c.® therapy may have caused or contributed to the event. The activ.a.c.¿ ion progress¿ remote therapy monitoring system functioned normally, however, the patient tore the tubing from the v.a.c.® dressing and it was left in place for 3 days without being connected to the device. On 30-may-2024, clinical notes were provided that noted the following: on (B)(6) 2024, the patient was seen for follow-up visit and slight malodor was noted to wound receiving v.a.c.® therapy. The patient had not been assigned home care and was advised to return for v.a.c.® dressing changes on (B)(6) 2024 if home care was not yet provided. On (B)(6) 2024, the patient presented for follow up and reported v.a.c.® therapy was disconnected two nights prior, however the v.a.c.® dressing was left in place. Black malodorous fibrous tissue was noted to the wound with increased temperature to the left lower extremity. The physician recommended immediate hospital admission for IV antibiotics and possible surgical intervention and the patient verbalized possibly postponing admission. V.a.c.® therapy was discontinued. The v.a.c.® dressing lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be completed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged amputation is related to the v.a.c.® dressing. A device evaluation and device history record review could not be performed. The patient has multiple comorbidities including diabetes, poor circulation and impaired mobility. The physician reported that the patient left the v.a.c.® dressing in place without active v.a.c.® therapy beyond the manufacturer's recommendations. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. -assess for osteomyelitis and, if present, treat accordingly. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
MDR-3009897021-2024-00036 submitted on 05-jun-2024 noted the following: section b3 date of event: 09-may-2024. Correction: section b3 date of event: 01-may-2024.